Event description:
The rn tried to place the grounding pad on the patient on oe in the operating room, but the pad wouldn't peel apart to stick on the patient. The rn did try several pads and the pads all failed, the pad ref #(B)(4).